Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open duhamel-haddad procedure, during anastomosis, the device cut the tissue but did not deploy staples. The anastomosis was sutured in order to resolve the issue and complete the case. The surgical time extended for 30 minutes or more due to the product problem.